Event description:
The customer reported to olympus, the visera cysto-nephro videoscope tip was blown off because the cap was left off. The issue was found during unpacking prior to a procedure. The procedure was completed with no delay using a different device. There were no reports of patient harm and no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to the bending section cover blowing up. An additional issue of leaking from the bending section cover was identified. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the tip detachment was that air inside the endoscope expanded and tip burst because sterilization cap was not attached to air supply connector during sterilization. Olympus will continue to monitor field performance for this device.